Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during groshong PICC catheter placement, burrs were discovered at the tip of the mst vascular sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath was confirmed but the exact cause remains unknown. The product returned for evaluation was one 4.5fr microez microintroducer. The returned product sample was evaluated and the tip of sheath was found to be deformed. The following observations were noted during the sample evaluation: ¿ the sample appeared free of obvious use residue ¿ a longitudinally aligned split was present at the sheath edge ¿ the split had straight and well-defined fracture edges ¿ buckling and flaring of the sheath edge was present around the split peel-apart sheath deformation was observed that appeared consistent with insertion against resistance; however, it could not be determined if any additional factors also contributed to the reported event. Resistance during insertion may occur if the insertion angle is steep, insertion is attempted through too-small of an incision and/or if the transition between the sheath and dilator is rough. The deformation of the sheath prevented thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.